Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose was unknown at the time of incident. Customer was not used the insulin pump for a month and this was the first time she was going to use it again but it would not turn on she tried several new batteries but it was not working. The insulin pump will not be returned for analysis.